Event description:
It was reported that a user reviewed their device report and observed that they had announced a ¿less than usual¿ lunch when they believed they had announced a usual lunch. Review confirmed the announcement was ¿less than usual¿ with a concurrent blood glucose of 136 mg/dl. No reported symptoms. Outcomes included no impact beyond user confusion and the need for education. Investigation included review of the device report and user coaching on correct meal announcement. Investigation of this case revealed proper device function with user error related to meal announcement selection leading to a perceived dosing discrepancy. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal size selection and not a device malfunction.